Event description:
A medtronic representative reported that, while in a cranial procedure, the amber light on the navigation system camera was turned on. The camera was tracking and the procedure continued with no issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). RMA issued. Replacement camera shipped to site 09/03/2013. Medtronic inspection of returned suspect device finds that when powered up, the amber fault light was not illuminated. A check of the event log revealed a history of the illuminator current moving in and out of range. They were able to duplicate the issue. Psu failed aak test. Electrical failure, illuminator current out of range, directly caused the event.